Event description:
A 3.5 mm diameter x 15mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for the treatment of an unknown lesion. Lesion morphology is unk. Unknown if vessel was pre-dilated. It was reported that the device was advanced to the lesion site and when the physician inflated the balloon, it was noticed that the stent was not present on the balloon. The stent was reported found on the procedural table. No additional clinical sequelae were reported and the pt is fine. The delivery system was returned and its investigation was complete. The un-deployed stent was not returned. The delivery system was returned coiled in a small zip lock bag. The shaft was kinked at 43 cm. 74.5cm and 98.5cm distal to the strain relief. The z-component was located at the dock joint. There was blood residue on the shaft and tubing. The balloon had been inflated. A non-medtronic stent stylette and long orange sheath were returned along with the delivery system. There was evidence of a crystalline residue in the balloon and hardened blood on the balloon. It was not confirmed if the stent was present on the stylette and within the protector when located. The investigation was inconclusive in determining the cause of the stent slippage.

Manufacturer narrative:
Eval results and conclusion: device not inspected when removed from packaging.